Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1x4x3, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4). Device available for evaluation? Lead and extension (lot#va1x4x3) were returned to the manufacturing company on 2019-06-21. Device evaluated by MFR? Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep said the patient had a normal trial week for stage 1 so they were brought back to the operating room (or) for a stage 2. After the rep finished loading the clinician programmer (cp) antenna into the camera probe cover, the hcp said "the lead seems to be slipping out of the battery, is that okay?¿ a fellow had the lead in their hand and was sliding the lead back from the ins. The rep asked them to back the lead out of the ins to expose the electrodes. Upon doing so, it was noticed that there was a break in the insulation between the electrodes and the lead. As a result of what was reported, the lead was removed and replaced. Impedances were then checked and the case was completed. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis: analysis of the tined lead, 3889-28, interstim, us 28 cm (lot#va1x4x3) found the butt joint of the outer insulation was separated at the proximal end of the lead. Analysis: analysis of the percutaneous extension (serial#unknown) found the {x} connector was twisted in the molded rubber at the distal end of the extension. Product ID: 3889-28, lot# va1x4x3, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: neu_perc_extension, serial# unknown, product type: extension. Eval/ method/ result codes applies to lead (lot#va1x4x3) and percutaneous extension (serial# unknown). Device code (B)(4) applies to percutaneous extension (serial#unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that when the lead was pulled out during a stage 2 procedure, the insulation got pulled away from contact 0. The representative indicated that when they finished loading the clinician programmer antenna, the physician stated that ¿can you look at this, the lead seems to be slipping out of the battery, is that okay?¿. The fellow had the lead in their hand and was sliding the lead back for the ins. It was asked that they back the lead out of the ins to expose the electrodes. It was then noticed that there was a break in the insulation between the electrodes and the lead. The lead was then removed and was replaced with a new lead to complete the implant. There were no further complications reported or anticipated.